Event description:
It was reported that there was a loudspeaker error. The device was reported to be in use on a patient, but no adverse event to the patient or user was reported. It was identified that the loudspeaker was defective. This is considered a malfunction. A replacement loudspeaker assembly was sent to the customer to resolve the issue.

Manufacturer narrative:
Reporting institution phone number (B)(6). Reporter phone number: (B)(6).

Manufacturer narrative:
Reportability change: after further review, it was determined that the criteria for reportability was not met. The investigation determined that the device produced sound. This record is deemed not reportable. The record was reviewed and re-evaluated to pose no health or safety risk to patients, users, or bystanders. No death, serious injury or adverse event was reported to have occurred or was alleged as a result of this issue, nor is this issue likely to cause or contribute to such an event if it were to recur. A speaker malf inop was reported as a visual message. The presence of a visual inop indicating that the speaker has malfunctioned when audio is confirmed to be operational and sound is provided is not likely to lead to harm as alarms continue to be annunciated.